Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) checked lines and bags found that the clamp on the unused final line was open. The tsr had the hp cycle power to clear s/e 2240. The tsr had the hp disconnect using aseptic technique and removed cassette. The hp would notify peritoneal dialysis registered nurse (pdrn) of missed therapy. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient's (hp) nurse on (B)(6) 2011 regarding the system error 2240 alarm. The rn reported that she has not heard from the hp regarding the alarm. The rn was informed that the alarm was due to use error, leaving the final line clamp open. The rn stated that she will call the hp and discuss the alarm with her. As far as the nurse knew there were no injury or harm as a result of this incident. The rn stated that the hp has been doing fine and continuing therapy without issues since last time she heard from her. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was related to use error - clamp open. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.